Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced a dexcom g7 pairing failure when attempting to connect the sensor to the system, with the sensor remaining in pairing mode and not progressing to warmup despite a pairing code being available and attempts to toggle between g6 and g7 configurations. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included customer support troubleshooting and user education focused on pairing workflow and configuration verification. Investigation of this case revealed a persistent communication or connectivity issue preventing successful sensor initialization and warmup, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction.